Manufacturer narrative:
The manufacturer did not receive devices, as the patient has not been revised yet. Two x-rays provided from (B)(4) 2014 showed no signs of loosening, fracture or osteolysis in the acetabulum. Aspiration procedure notes were reviewed and noted that no fluid could be obtained despite numerous attempts. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case (B)(4).

Event description:
It is reported that the patient was implanted a zimmer mmc cup (exact product data not reported) on the left side on (B)(6) 2011. It is also reported that the patient underwent an aspiration due to possible infection and inflammatory reaction on (B)(6) 2014. Exam report from (B)(6) 2014 states that the patient is experiencing pain, lack of range of motion and high ion levels. A revision surgery is planned.